Manufacturer narrative:
(B)(4). Date of initial report sent: (B)(6) 2011. Note: this report corresponds with (B)(4) for an "avaulta anterior biosynthetic support system."

Event description:
Procedure type: urological/gynecological. Reportedly, the patient underwent a procedure for treatment of pelvic organ prolapse. Allegedly, the patient experienced pain, injury and has undergone corrective surgery or surgeries.

Manufacturer narrative:
(B)(4). (B)(6).